Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500 , model: sc-2218-50, serial: (B)(4), batch: 5043115.

Event description:
It was reported that the patient was experiencing intermittent stimulation due to high impedances on the leads. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post-operatively and the explanted leads were not returned to bsn as they were kept by the medical facility.